Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 389 mg/dl and current blood glucose value was 179 mg/dl. Customer does not allege pump was under delivering the customer experienced symptoms such as feeling sick and vomiting passing out. The customer was treated with pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.